Event description:
Customer reported being hospitalized due to high blood glucose levels. Earlier in the day customer had accidentally wore pump during an MRI. Troubleshooting was performed and pump is returning for analysis.